Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose over 250 mg/dl with nausea. It was reported that the patient was hospitalized with diabetic ketoacidosis and treated by a healthcare provider (hcp) on (B)(6) 2014. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached by customer technical support for further information. This complaint is being reported because the patient allegedly experienced hyperglycemia due to unclear cause while using the insulin pump therapy.